Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that the navigation unit shows inaccuracies. Inaccuracies during a procedure can lead to permanent impairment of body function or permanent damage to a body structure. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that the navigation unit shows inaccuracies. Inaccuracies during a procedure can lead to permanent impairment of body function or permanent damage to a body structure. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.